Manufacturer narrative:
This report is submitted on july 07, 2023.

Event description:
Per the clinic, the patient experienced wound dehiscence at the implant site. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on december 27, 2023.

Manufacturer narrative:
Per the clinic, the patient experienced skin necrosis and infection at the implant site. The patient was treated with intramuscular and topical antibiotics (specific date and duration not reported). Subsequently, the patient underwent a revision surgery under general anesthesia on (B)(6) 2023 in order to clean the skin necrosis and the wound was closed. During the same surgery, the implant electrode was cut and removed. This report is submitted on august 07, 2023.